Event description:
Reportable based on device analysis completed on 28jan2022 it was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 4.50 x 20 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 4.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage in the mid stent region with struts lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. The undamaged crimped stent outer diameter was measured using snap gauge and the result was 0.0510 inch, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.